Event description:
Customer reported to sales rep that the suture knots became untied resulting in an abdominal dehiscence one day following abdominal peritoneal resection. Pt was coughing violently at the time of the event. Pt was returned to the operating room for repair. Pt is well with no further complications or events.